Event description:
The customer reported to customer service that the housing for the power cord for her breast pump has cracked and come apart.

Manufacturer narrative:
The customer was sent a replacement power cord. In f/u with the customer she indicated that the power cord came completely apart. Customer did not witness smoke, fire, sparking and did not sustain any injuries as a result of the issue. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated the power cord came apart which is a safety risk. Should the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at this time. This type of failure is typically associated with dropping the unit into a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaint against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored.